Manufacturer narrative:
Device avail for evaluation f10: device codes added h3: device evaluated by manufacturer updated h6: evaluation codes updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 12:17 pm CT.the report number is being corrected from: 2937094-2018-60193to: 2937094-2018-60025

Event description:
It was reported that during a surgical procedure at 45,772 joules and 8:32 minutes of use, the fiber stopped working. The fiber was exchanged and the tip of the second fiber came off after 170 joules and 21 minutes. The tip was taken out with a basket. The fiber tips of both fibers were not cleaned during the procedure. The procedure was completed utilizing the third fiber. Patient outcome ok reported. This report is for second fiber.

Event description:
It was reported that during a surgical procedure at 45,772 joules and 8:32 minutes of use, the fiber stopped working. The fiber was exchanged and the tip of the second fiber came off after 170 joules and 21 minutes. The tip was taken out with a basket. The fiber tips of both fibers were not cleaned during the procedure. The procedure was completed utilizing the third fiber. Patient outcome ok reported. This report is for second fiber.